Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that none of the stations were communicating with the server. A technical support specialist resolved the issue by restarting the carefusion coordination engine services. As a result, the message queue began to drain from over 2000 messages to zero. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all stations were not communicating with server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.